Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the newly discovered defective event ¿coating of the insertion tube is peeled off.(1mm2 or more)¿ and confirmed that the specifications and functions were not satisfied. Although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. A definitive root cause cannot be determined. There is an inspection method for the suggested event in the instruction manual ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Olympus will continue to monitor field performance for this device. Added d8, h3.

Event description:
It was observed, during the device inspection. That the fiberscope exhibited peeling of the coating on the instrument guide hose. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.